Event description:
It was reported that the patient experienced syncope potentially due to oversensing and no capture by the right ventricular (rv) lead as well as a potential output problem from the device. The patient fell and hit their head as a result of one syncopal episode. Both the rv lead and device were replaced ultimately due to the discovery of an eight second pause in pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. There were no anomalies found. Concomitant: 5076-52, implantable pacing lead, (B)(6) 2004; 5076-45, implantable pacing lead, (B)(6) 2004. (B)(4).